Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped and replaced on (B)(6) 2017 due to noise which was caused by subclavian crush. The patient received 29 inappropriate shocks. The associated ICD was replaced at the same time due to battery depletion. Should any additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.